Event description:
The customer reported that while the unit was in use on a pt, there was difficulty in getting the keypad to function correctly; it was hard to stop the assist function. The pt was switched to another unit and therapy was continued. No pt injury was reported.